Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during test and motor error alarm occurred during the basic occlusion test due to loose drive support disk. No alarm anomaly noted.